Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found the instrument had the conductor wire dislodged from the connector pin, on the energy instrument identification board, inside the housing on the proximal end. The instrument failed the electrical continuity test. The conductor wire length measured 67.83mm which is shorter than the manufacturing specifications. A short conductor wire pulls the slack and causes tension in the wire, which can contribute to the conductor wire getting pulled and dislodged from the connector pin. The conductor wire was reinserted on the connector pin, and it passed the electrical continuity test. Common causes of dislodged-proximal conductor wire - bipolar is attributed to the manufacturing process. If the conductor wire is shorter than the specification it can get dislodged from the pin on the instruments energy identification board, located inside the housing at the proximal end of the instrument as the instrument gets used over time.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.